Manufacturer narrative:
The t:slim pump user guide states that the [pump] cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3. Not evaluated reason: device not returned.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose (bg) levels (300mg/dl), and low blood pressure. Prior to being hospitalized, the customer was found unconscious while sleeping. During the hospitalization, the customer was treated with saline fluids and released next day (on (B)(6) 2015). Tandem technical support discussed labeling with the customer, as the customer was using u500 insulin with the pump, instead of the recommended brands.